Manufacturer narrative:
The ventilator was returned to the third party svc ctr for eval and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.

Event description:
The manufacturer received info from a third party service ctr alleging a "service required" alarm condition occurred. There was no harm or injury reported.